Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, stapling could not be performed until the end when firing. The procedure was completed with another device. There was no patient injury.